Manufacturer narrative:
A device history review was performed on the reported lot number and no quality deviations were noted. The returned device was functionally examined per the manufacturing procedures. It passed all testing including leak testing, and accuracy of the gauge reading. When disassembled, there was no evidence of damage to the components or the gauge mechanism. The device appeared to have been assembled correctly. The root cause of the customer's complaint is unable to be determined as the returned device functioned appropriately and the reported issue could not be duplicated.

Event description:
As reported by a hospital in another country, when utilizing an encore inflation device during a pci procedure, the gauge on the device failed to work after dilatations were performed 15 to 20 times with the unit. There were no complications to the pt. The used device has been returned for evaluation.